Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular lead had increased non-physiologic oversensing and the electrogram for non-sustained ventricular tachycardia (nsvt) episodes showed noise. A previously-capped pace/sense lead was uncapped and tested; it is now being used as the pace/sense portion and the high voltage portion of the lead is still in use. No patient complications have been reported as a result of this event.